Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 312, 105, 121 and 98mg/dl. The customer¿s expected fasting blood glucose test result is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/13/2022 and test strips have been opened for more than four months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of : 03-march-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed most likely underlying root cause: mlc-020: user's test strip had poor storage.